Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified a hardware error. Upon troubleshooting actions, rse rebooted the system. After reboot, the system was returned to use in good working order.